Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made and device remains implanted.